Event description:
It was reported that during a renal stenting treatment procedure, guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed lesion was located in the right renal artery. A choice pt es 182 cm guide wire was selected and during advancement through the touhy of the introducer, the guide wire fractured at the mid section of the device outside of the patient's anatomy. The remaining portion of the guide wire was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(6). (B)(4). The incident device was disposed of by the user facility. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).